Event description:
The patient's mother contacted animas to report the patient was involved in an auto accident on the afternoon of (B)(6) 2011 due to a low blood glucose and had 3 episodes of hypoglycemia (28 to 29 mg/dl) while in the ER. The reporter confirmed the patient did not suffer any injuries as a result of the auto accident. The patient's mother reported that when emergency services got to the crash site, the patient's blood glucose was 30 mg/dl. The patient was taken to the ER where she was placed on an IV and was treated with "sugar water" and 4 doses of potassium. During the first hour in the ER, the patient's mother reported that the patient's bg dropped three times. As a result of the hypoglycemic episodes the patient's pump was suspended and then discontinued and the patient has been on injections since that time. At the time of troubleshooting, the reporter denied any visible damage to pump casing or keypad. During review of pump the patient and reporter confirmed all basal rates and advance settings to be correct. All basal/bolus added up to total amount. The patient denied any issues with site or leaking of insulin. Customer support unable to find a product malfunction at time of troubleshooting. This complaint is being reported because the patient was treated for severe hypoglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. There was no data in the black box or download history from the time of the reported hospitalization due to continued patient use. 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.